Manufacturer narrative:
The customer's reported problem was verified. Error code 41171 was found on the screen during power up and in an event history log. The error code 41171 indicate a problem with a faulty alarm which related to a software issue. Further investigation of the pump determined that the board was corrupted and the cause of the issue. Therefore, the board will be replaced.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a warranty error. There were no injuries or adverse events reported.